Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 522 mg/dl. Customer declined to troubleshoot their high blood glucose reading. The insulin pump was blank even thou the battery was changed. Customer reports they have contacted their hcp regarding the high bgs. Customer treating their high blood glucose reading with bolus. Product will be returning for analysis.